Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion, and excessive no delivery test due to the prime anomaly. However, the insulin pump passed the displacement test.

Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 627 mg/dl. The customer experienced vomiting, nausea, excessive thirst, frequent urination, stomach pain, headaches, ketones and fruity breath. The caller stated that the doctor wanted the insulin pump replaced. Nothing further was reported.